Event description:
Caller reported pump malfunction, which displayed malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset pump, which resolved issue without recurrence, allowing customer to continue using pump. Caller was advised to contact support again if malfunction recurred, and they acknowledged instructions.